Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID neu_set_screw, serial# unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type accessory product ID 3708660, serial# (B)(6), implanted: (B)(6) 2015, explanted: n/a, product type extension, d10: the setscrew was returned. The extension and implantable neurostimulator (ins) remain implanted. H3: the returned setscrew was successfully screwed into a known good ins and tighten onto a known good extension. The setscrew was found to meet and perform to specifications. No anomalies were identified. H6: method code 10 and result code 213 apply to the set screw. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2020. Product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp): it was reported that high impedances were detected during programming. Interventions taken included removal and revision of right implantable neurostimulator (ins) pulse generator with replacement of defective extension set screws on (B)(6) 2020. A connection issue was also observed because posterior screw was not holding electrode in position. Patient started experiencing worsened parkinson's related symptoms after activa pc pulse generator replacement. The issue was without sequelae on (B)(6) 2020.

Manufacturer narrative:
The event date is an estimated date. Concomitant medical products: other relevant device(s) are: neu_unknown (set screw). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) set screw did not properly tighten and hold the extension in place, resulting in increased loss of therapy for the patient in the weeks and months following their (B)(6) 2020 battery replacement. The patient and wife suffered a lot over the past 3 months while this issue was awaiting determination of root cause and covid-19 prevented them from being seen as they would have liked. Their parkinson's symptoms that were previously controlled by medication and stimulation surged and at times were incapacitating for them, creating severe discomfort, handicap, and significant burden on their wife, who takes care of them. There were no factors that may have led or contributed to the issue. Impedance testing was done and the clinician tablet showed out of range impedances before screw replacement and normal impedances after replacement. Upon surgically opening and investigating the ins in the pocket, the right side extension slid out of the ins freely as if the set screw had never been torqued down. This seemed improbable, but possible. The surgeon reinserted the extension and re-tightened torque screw. Despite this, the extension still felt loose and movable in the port. The seemingly problematic set screw was replaced with a new ins screw from an accessory kit and therapy appears to be delivering normally now. The issue was resolved.